Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The bellows assembly was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The bellows assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit, during preuse checkout, lost the ability to mechanically ventilate. There was no report of patient involvement.